Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During cardiosurgery, the device switched to backup mode. The firmware was successfully downloaded and normal function was restored. Tachy therapy was disabled due to capture issues of the non-sjm rv lead, which will be revised due to placement issues.